Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number: 2017865-2024-33369, 2017865-2024-33370, 2017865-2024-33371. It was reported, the system; device, right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead became infected. The system was explanted to resolve the event. The patient was stable.